Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date inratio inr (B)(6) 2015 1.9 (B)(6) 2015 3.1 (B)(6) 2015 1.9 the time between testing varies. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a reference value for comparison. The accuracy of the inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.